Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
On (B)(6) 2023, it was reported, by a distributor via sems. That (2) ar-1927bct-475 biocomposite corkscrew ft anchors broke, while being screwed into the bone hole on the initial turn. This was discovered during a procedure. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined .as the device was not returned for evaluation. The root cause of the event could not be determined from the information available, and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.